Event description:
It was reported that the patient with this artificial urinary sphincter presented with urinary retention. A revision surgery was performed, during which the physician upsized the cuff from a 4.0cm to a 4.5cm size, confirming that the previous cuff was too tight, and reconnected it to the existing system. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).